Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Reported event of contamination of device was confirmed. Complaint of break was not confirmed. Stain was noted on the device can on receipt. Analysis was performed on the can and found the contamination consistent with inner tray packaging material and was caused by improper placement of device in the inner tray packaging. Further analysis of device image indicated device was within normal range of operation. Electrical analysis performed showed normal device characteristics with device able to be interrogated and establish telemetry successfully through inductive wand with merlin programmer. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician noticed scratch or some type of contaminant on the pacemaker. The pacemaker was removed and replaced. No patient consequences were noted.